Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's wife reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was 20+ mg/dl. The customer was admitted to the hospital with 911 ambulance assistance. The customer stated that his threshold suspend feature did not work properly. The customer was advised to speak with his health care provider.